Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, at 3 am, the patient woke up because he was cold, having slow reactions, and was spasming. His cgm (continuous glucose monitor) reading and bgm (blood glucose meter) reading were 40 mg/dl; however, the alerts/alarms on the g7 app reportedly didn't go off. The wife called 911. Before the ambulance arrived, they brought the unspecified reading up to 70mg/dl. Upon arrival at the ER (emergency room), the doctor checked his blood sugar, and it was 90mg/dl. The doctor gave the toradol and zofran for headache and stomachache. Staff discharged him when the cgm and bgm readings went up to 200 mg/dl. There was no documentation of treatment for rebound hyperglycemia. At the time of the report 6 days later, the patient was okay. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills. H6 codes: health effect - clinical code - e0122 movement disorder.